Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the polish market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. No UDI information (primary di number) has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. New information was received on 2026-03-20 that the hls set was primed according to standard procedure prior to connection on (B)(6) 2025. The hls set was replaced on (B)(6) 2026. There was no leakage during priming procedure. The patient required a blood transfusion due to the leakage. The following patient information was shared: male, 51 years old with 90kgs. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in poland during patient treatment. It was reported that the hls set had a leakage. The leakage was located at the gas outlet. The affected hls set was replaced to continue the patient's treatment. No harm to any person has been reported. As the hls set was replaced during the patient's treatment, a report is required. Complaint ID# (B)(4).